Event description:
It was reported that the patient's heart rate was in the low thirties and that the implantable pulse generator (ipg) was not working properly. It was noted that the battery had reached end of life (eol). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.